Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the stapler with a 30 mm reload was passed through the 12 mm trocar. The trocar was unable to maintain insufflation with the stapler in place and small plastic shards that fell into the abdomen were noticed. The shards were photographed, removed and saved in a specimen cup. The trocar and stapler + reload were handed off the field and replaced with new equipment which was used to complete the case. The abdomen was surveyed laparoscopically and no additional pieces were identified.